Event description:
Additional review indicated that the patient stated her pain was twice as bad and screamed her head off when the physician turned on the pump trial.

Event description:
It was reported that the patient had a pain pump trial in (B)(6) 2011. It was reported that the physician "had inserted a wire or something" in his office. The patient's previously implanted implantable neurostimulator (ins) was then turned on, which caused her legs to have no feeling and severe pain. The patient was rushed to the hospital afterwards. It was noted that the stimulation was working fine before the pump trial, and the patient had gone to the appointment with the stimulator device off. It was felt that after the pump trial, it "had screwed something up." The patient was not sedated during the procedure. The patient had turned off the ins for the pump trial, but when she turned it back on she was "in so much pain" and the device had stayed off ever since (B)(6). The stimulation was "making her pain even worse." It was noted that currently the patient was in a lot of pain and her reflex sympathetic dystrophy (rsd) was "out of control." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).